Manufacturer narrative:
We reviewed the DHR for this so-sr05210186 / patient ID# (B)(6) / site ID# (B)(4), qty. (B)(4) items assy-500011 (aligner) and 2 items assy-500010 (templates) were packaged by the second shift by bag-and-box operation on (B)(6) 2025, in manufacturing cell 1, equipment bag-2. The sales order was inspected and met the acceptance criteria provided by qa. Incoming inspection. We reviewed the incoming inspection record for the material manufacturing of this (B)(6). · raw material: part- / lot# 260870 / qty. Received = 160 rolls, inspection date: (B)(6), 2025. The material was found acceptable for use in the suresmile product's manufacture. Failure mode - allergic reaction. Root cause - no defect. Conclusion code - no failure found.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
In this event it is reported that a patient experienced allergic reaction to use of non-template aligner arch. They experienced swelling of the lips and eyes.